Event description:
It was reported that a patient was brought in clinic for lead repositioning. The ventricular lead was suspected to have dislodged due to migration of the device. The lead also showed signs of electrical issues such as high capture threshold, and changes in the lead impedance. During repositioning it was noted that the helix would not extend after several attempts. The lead was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.